Event description:
I am a (B)(4) year old female. I have 6 children. After the birth of my last child (born (B)(6) 2013) I had essure implanted in me on (B)(6) 2013. Since recovery after the procedure, I have been having many problems. Which I took up with my ob/gyn. He gave me a sample of birth control pills to take to control my very heavy bleeding during menstruation. He stated that if my heavy bleeding continues that he will perform a d&c. I have several small ovarian cysts on my ovaries. All these issues, I have never had. That is until essure was implanted in me. My menstrual cycles have always been moderate. Since essure they have been very heavy and sometimes last up to two weeks. I'm always bloated on my lower abdominal area. People always ask, if I'm pregnant. I'm usually very good about losing my baby weight. I'm thin elsewhere except my pelvic area. I have pain where the coils are. I feel pregnant most of the time and sick. And I believe all this comes down to essure. Before essure I was healthy and I never had any kind of medical or gynecological issues.